Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with vega leads. On (B)(6) 2019, it was reported that there was noise in both channels, that ventricular signal was detected in the atrium, and that ventricular inhibition occurred when performing maneuvers with the arm. A re-intervention for lead revision will be scheduled.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with vega leads. On (B)(6) 2019, it was reported that there was noise in both channels, that ventricular signal was detected in the atrium, and that ventricular inhibition occurred when performing maneuvers with the arm. A re-intervention for lead revision will be scheduled.